Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.

Event description:
Facility reported that the top trigger of the small battery drive was getting stuck and the device had low power. This report is 1 of 1 for complaint (B)(4).